Event description:
It was reported that during the right ventricular (rv) lead implant procedure, placement difficulty occurred. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. The full lead was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.